Event description:
Suture fraying: customer reports that during open heart surgery, when tying suture, the suture appeared to pick up burrs on the way down and did not want to cinch all the way down. This suture was removed and another suture placed. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.